Event description:
Home patient (hp) reports contacting baxter's technical service center for assistance while troubleshooting through an alarm situation during homechoice treatment. In an attempt to clear the alarm, home patient reports they disconnected a supply bag from the supply line of the homechoice set, and the heater bag from the heater line of homechoice set, and subsequently reconnected the supply bag to the heater line and the heater bag to the supply line. Baxter technician assisted home patient in ending therapy early. No patient injury or medical intervention required per rn.